Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock while receiving cardiac arrest and resuscitation (CPR) from an automatic mechanical chest compression device (amccd). While the patient was being reanimated with the amccd, the implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt)/ventricular fibrillation (vf) and delivered a shock. The physician noted that shock actually terminated the patient's vt and raised their ejection fraction. The physician noted that the inappropriate shock ended up being "a good thing." The patient was kept in the intensive care unit and was noted to be in "bad shape." The patient died the next day. The physician stated that the death was not related to any implanted system issues, but because of the patient's "bad condition." No further patient complications have been reported as a result of this event.